Event description:
It was reported that the patient was ordered to have an MRI to check the pump and catheter and rule out a granuloma. It was confirmed that the caller was an MRI tech with no further information and knowledge of patient history.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018. Product ID: 8780, serial/lot #: (B)(4), ubd: 25-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.